Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device got stuck on the self-test. They could not get into the main or service menu. During device evaluation, physio-control observed that the device would not complete a boot cycle but kept looping the self-test. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface (ui) to stack flex cable assembly. Proper device operation was then confirmed through functional and performance testing. Following repair the device was returned to the customer.  Physio further evaluated the removed user interface (ui) to stack flex cable assembly. It was observed that the removed user interface (ui) to stack flex cable assembly had some physical damage. The pad had lifted from the flex which caused the device to lock up at boot-up.